Manufacturer narrative:
A revision was made to block f10 and block h6 to update the device code. This supplemental report was created to capture information corrections. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found an anomaly. Based on direct observation, the lumen was blocked by an agglomeration of polymer and blood/body fluid due to interaction between the lumen and an inserted stylet or guidewire, which is a known inherent risk of the device. Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.

Event description:
It was reported that this brady lead was not successfully implanted due to product performance anomaly. A new lead of the same model was successfully implanted. No adverse patient effects were reported. Additional information received indicates that the brady lead was not successfully implanted due to it getting stuck on the whisper wire. The physician removed the lead from the body and had to apply force to extract the whisper wire. Upon inspection, the physician noticed a silicone buildup on the wire. When a different wire was used with the same lead, the same silicone substance was observed on that wire. A new lead was successfully implanted. The lead was returned for analysis. No adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found an anomaly. Based on direct observation, the lumen was blocked by an agglomeration of polymer and blood/body fluid due to interaction between the lumen and an inserted stylet or guidewire, which is a known inherent risk of the device.

Event description:
It was reported that this brady lead was not successfully implanted due to product performance anomaly. A new lead of the same model was successfully implanted. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was not successfully implanted due to product performance anomaly. A new lead of the same model was successfully implanted. No adverse patient effects were reported. Additional information received indicates that the brady lead was not successfully implanted due to it getting stuck on the whisper wire. The physician removed the lead from the body and had to apply force to extract the whisper wire. Upon inspection, the physician noticed a silicone buildup on the wire. When a different wire was used with the same lead, the same silicone substance was observed on that wire. A new lead was successfully implanted. The lead will be sent back for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.